Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the reported ra and rv lead issues were chronic and would be revised at the patient's next generator re placement. At this time, the leads remain in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department due to having a pre-syncopal episode. It was noted that the right atrial (ra) lead appears to be undersensing and oversensing with low unipolar impedance measurements. It was also noted thatthe ra lead had chronic lead noise. It was further reported that the right ventricular (rv) lead exhibited undersensing and a high sensing integrity counter (sic) and short v-v intervals. It was noted that the rv lead had low unipolar impedance measurements as well. Both leads remain in use. No further patient complications have been reported as a result of this event.